Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: j0537439v, implanted: (B)(6) 2005, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that they were told by their physician the interstim was for pain management and patient had it implanted because they have a tumor on their kidney but the interstim therapy never helped. Patient went through about 12 surgeries but the doctor could never get the leads connected to the nerves properly. Now the doctor has lost their license. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.